Manufacturer narrative:
On (B)(6), 2020, clinical representative stated that the podiatrist had done an x-ray to show the remaining piece of the stimulator had migrated up the shin about 5cm (middle of the shin). The podiatrist recommended the patient to an orthopedic doctor for a consultation about explanting the remaining piece of the stimulator. Orthopedic doctor and implanting clinician both believed the stimulator piece was mid-shin and did not pose threat to the knee and that there was a greater risk associated with the explant. Patient was made aware of risks of explanting verses not explanting the remaining stimulator piece. The patient was undecided on whether or not to explant the remaining piece of the stimulator. On (B)(6), 2020, complaint specialist, reviewed sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue (unknown cause/no problem found).

Event description:
On (B)(6), 2020, complaint (B)(4) concluded that both stimulators were explanted due to the migration.